Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that earlier that day, the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. The customer had taken a 4.3 unit bolus for the breakfast meal, then one hour later, noted that bg level had become elevated. The customer took a correction bolus via the pump. The customer believed that the elevated bg level was due to air bubbles in the cartridge; however the customer did not see any air bubbles. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. At the time of the call, the customer's bg level had returned to target range.